Event description:
Supra condylar rod attached to intramedulary supra condylar (imsc) drill guide with nail/drill guide bolt. The rod when applied to nail/drill guide bolt went together with some difficulty. Anatomical rotation of rod not correct so rod rotated to correct position. Rod threaded on guide by physician and assistant. Then unable to remove rod from the guide. The procedure (surgical) could not be completed. Replacement instrument ordered. Pt. Returned to surgery for completion of the procedure.